Manufacturer narrative:
The device was returned and confirmed as having separated. Also, a DHR review was conducted with no abnormalities noted. Several factors may contribute to breakage of a tip, such as intensity and pressure, correct technique, and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination of whether the event was caused by use factors cannot be made.

Event description:
It was reported that a proultra tip #4 separated; further details regarding the event are not available, though there is no indication that injury resulted.